Event description:
I work in health care. Ever since I am required to wear a face mask, I experience shortness of breath, increased heart rate, face irritation, and overall I feel a lack of oxygenation. I am now (B)(6) weeks pregnant and these symptoms have been exacerbated. FDA safety report ID# (B)(4).